Event description:
The suspect meter showed variation in test results during a trial correlation study. The following results were reported: inratio 1.9, 4.2, lab 1.3, 3.6. During troubleshooting, the customer mentioned that the strips were provided to her by a representative that had admitted storing the strips in her car during freezing temperature. No further follow up required at this time.

Event description:
The suspect meter showed variation in test results during a trial correlation study. The following results were reported: inratio 1.9, lab 1.3. Inratio 4.2, lab 3.6. During troubleshooting, the customer mentioned that the strips were provided to her by a representative that had admitted storing the strips in her car during freezing temperature. No further follow up required at this time.